Event description:
Additional information received from a manufacturer representative (rep) reported the patient's weight was unknown. It was noted they were still waiting for a date for surgery. It was noted the information was confirmed with a physician. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a company representative (rep) reported the device would not be released from the hospital.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the pump was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving bupivacaine (40 mg/ml at 12 mg/day) and hydromorphone (10 mg/ml at 3.008 mg/day) via an implanted pump. On (B)(6) 2020 it was reported that during the last pump refill on (B)(6) 2020 the hcp was unable to fill the pump to full capacity, so it was only filled with 20 ml. Today the patient was back for another refill and they were unable to aspirate anything from the reservoir. They were expecting 7 ml and they were not able to get anything. The hcp thought they might have gotten air into the pump at the last refill. The locked valve procedure of holding negative pressure for 2-3 minutes and switching to a larger syringe (10 ml to 20 ml) was reviewed. The hcp was using a manufacturer¿s refill kit and had repositioned the needle. The hcp was eventually able to get back about 2 ml which he was okay with due to not being able to fill to capacity during the last refill and he was planning to go forward with filling the pump. The reporter was going to call back if they came across any other issues. It was confirmed that the patient had not had any falls, traumas, or hyperbaric exposure. The reporter did call back on (B)(6) 2020 and reported that the hcp held back negative pressure for about a half an hour and got back 5 ml of drug. The hcp tried to inject into the pump and was not able to inject anything using a 10 ml syringe. The hcp tried using a 5 ml syringe with saline and flushing the reservoir and was not able to inject anything even after using both hands. The reporter then stated that she was just told during the call that the patient had a refill back in (B)(6) 2019 where they were expecting 3 ml but aspirated 10 ml. At that refill, the hcp was only able to get 37 ml into the pump. A lateral x-ray was taken on (B)(6) 2020 during the call. Review of the x-ray showed that the bellows were uneven which could be caused by compounded medication over time causing one side of the bellows to stick and be uneven. The hcp then planned to do an emergency replacement. No patient symptoms/complications were reported. No further complications were reported/anticipated.